Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an aneurysm without active bleeding in the proximal right coronary artery. The 4.0x19 mm graftmaster covered stent could not reach the lesion even after constant push. A 4.0x26 mm graftmaster covered stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Returned device analysis identified a separated proximal shaft. The account was not aware of the separation. No additional information was provided.